Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they noticed a possible plasma leak in the oxygenator. No consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 6, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - corrected exp date). G2 (added report source). G3 (date received by manufacturer). G4 (added premarket identification). G6 (indication that this is a follow-up report). H2 (follow-up due to correction, additional information and device evaluation. H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was visually inspected upon receipt and was found to have no breakage or similar anomaly in the appearance. The unit was then leak tested. After being rinsed and dried, the blood channel of the unit was filled with colored saline solution, with no leakage found. The blood outlet port was blocked and air pressure of 2kgf/cm2 was applied to the blood channel from the blood inlet port. No leakage was observed inside the housing at the gas-channel side. The manufacturing and incoming inspection records of the actual sample was found to have no anomalies. The evaluation of the returned sample was found to have no anomalies; therefore, the cause of the plasma leakage could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.